Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The plastic and reconstructive surgery journal (2017) publish: ¿a retrospective look at integrating a novel regenerative medicine approach in plastic limb reconstruction¿ . The purpose of this retrospective study was to evaluate the effectiveness of an innovative approach whereby several therapies were combined to avoid amputation. Seventeen patients with full-thickness wounds who were previously recommended for amputation and were treated with the combinatorial approach of muscle flap reconstruction and concentrated bone marrow aspirate, platelet-rich plasma, integra wound matrix, vacuum-assisted closure, and split-thickness skin grafts were assessed retrospectively. Of the 17 cases, there was 1 above-knee amputation that occurred approximately 1.5 months after successful wound closing and fixator removal. The likely cause was due to muscle necrosis of anterior compartment subsequent to compartment syndrome. "It is critical to emphasize that all the patients consented were headed for amputation."

Manufacturer narrative:
Investigation completed on 27feb2018. No product lot number is provided so a DHR review could not be conducted. The failure is unconfirmed, as there was no product returned for this complaint. Therefore, failure analysis could not be performed. All product is released based on passing of all in process and finished goods criteria. This includes ensuring that sterile product gets to the customer. The above-the-knee amputation reported is likely related to the procedure and not idrt.